Event description:
(B)(4). Covered by insurance, yes . Heavy, heavy bleeding, short term memory, lower back pain , abdominal pain, weight gain, difficult losing weight, low libido, can't orgasm, cognitive issues, brain fog and insomnia.